Manufacturer narrative:
Investigation findings confirm that the episode was appropriately classified in the receiver log. The xhibit, central station audit logs for the dates and times associated with the complaint episodes could not be obtained. In the absence of any exceptions or error conditions and based on prior complainant site investigations, we know of no reason that alarm indications would not have been present at the central monitor at the time of the complaint episode as the alarm condition identified had been appropriately classified. This investigation is considered complete, and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2016 at 20:45 that an alarm for an episode of bradycardia occurred after a one minute delay at the telemetry central station. No injury was reported as a result of this event.